Event description:
The safety hub had a crack in it and was leaking, I switched out 3 different (including the one that came with the intravenous line (IV) set) microclave connectors, but the leaking continued. Since I was going to be injecting a radioactive dose, I could not use this IV because I did not want radioactivity to leak out of the IV. So I had to start another IV on the patient.